Event description:
Subsequent to the initial MDR, additional information and a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced nausea, and when the patient¿s child took a fingerstick, the cgm was reading 8.0 mmol/l and the blood glucose reading was 39.0 mmol/l. An ambulance was called by the child and the patient was brought to the hospital where she got admitted. The reporter did not have any information regarding treatment details, but at the time of the report, which was 2 days after the event date, the patient was still admitted in the hospital. The reporter added that the duration of the hospitalization was also due to the patient¿s age. At that moment it was also stated that the patient was doing well and was slowly recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.